Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc). Per the initial report, the caregiver reported a high drain 103 alarm as soon as she turned on the hc. The cg stated the hp's therapy was completely normal last night and no alarms during any of the drains. The technical service representative (tsr) recommended that the cg contact the registered nurse (rn) to review the programming. The device will be swapped. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was received for evaluation at the product analysis lab (pal). A review of the device logs confirmed the high drain alarm (increased intra-peritoneal volume (iipv)) event. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported issues. The cause was determined to be use error; clinician inappropriately set the minimum drain volume percentage setting too low. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. The device was determined to meet specification for the reported issues. This issue is being investigated through a CAPA.